Event description:
It was reported that the patient expired approximately four years prior. The advocate who reported the patient's death stated it was due to faulty equipment. No other information was provided.